Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 3017017. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer got negative result but noticed that they turn positive after around 1 hour. The test was never designed to read visually, in order to obtain accurate results, the group a strep result must be read using the bd veritor plus analyzer, after allowing the test to develop for five (5) minutes. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. No return samples were received; therefore, no return sample analysis could be performed. Customer was received a valid test (negative result) with analyzer. The test was designed 5 minutes to develop the assay and analyze in the analyzer. The customer was tried to read the result once again using the same cartridge after the 60 minutes post initial test was performed, which was resulted in the false positive. The root cause was identified as cause traced to user. If customer is in symptomatic and need to verify the result, they could perform another test or can be perform a pcr test to confirm the results. The reported issue was unable to confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using the kit grp a strep 30 test veritor, there was a false positive result. There was no report of patient impact.